Event description:
During the supraventricular tachycardia procedure, connection issues resulted in the procedure being cancelled. The image from the remote monitor was not being transmitted to the second monitor. The opticis video extender could no longer be attached to the monitor and would slip out, preventing image transmission. The procedure was aborted and the patient was transferred to another hospital. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot/serial number is unknown. Based on the information received, the cause of the reported incident could not be determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.